Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's father reported that the patient was hospitalized at (B)(6) hospital following an episode of hyperglycemia on (B)(6) 2026. The patient's blood glucose level reportedly exceeded 750 mg/dl while wearing the pod between 25 and 36 hours. During wear, insulin leakage was observed and the pod adhesive was reported to be not adhering well to the infusion site (abdomen). The patient also experienced nausea. The pod was removed prior to hospitalization. The patient received treatment from healthcare professionals with insulin, and a new pod was applied once the blood glucose level decreased to 200 mg/dl. At the time of reporting, the patient remained hospitalized but was expected to be discharged on (B)(6) 2026. A formal diagnosis had not been provided at the time of the call. Follow-up efforts are ongoing to obtain additional information regarding the medical event.